Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the patient, on 03/01/2026, at 02:00 am, the patient woke up and experienced feeling nausea and began vomiting. An ambulance was called by the patient´s wife, and when the paramedics took a fingerstick the cgm reading was 279 mg/dl, and the blood glucose reading was 467 mg/dl. The patient was brought to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis and dehydration. The patient was treated with intravenous insulin, fluids, saline, and other unspecified medications for dehydration and kidney function. After 8 hours the patient was transferred to a different hospital by air support. In this hospital, treatment was continued. The patient was eventually discharged after 5 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still recovering, but as the patient had been discharged it was understood they had stabilized after the hyperglycemic event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.